Manufacturer narrative:
Additional information was received that the location of the infection was around the pocket site and epidural space. Symptoms of fever, chills and nausea were noted. It was believed that the infection was not device related and the physician was not certain of the actual cause. The physician also believed that nothing happened during the recent procedure that contributed infection. The patient underwent an explant procedure. Model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 7008151, model/catalog description: artisan MRI paddle lead 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was recently hospitalized due to infection. The patient underwent an explant procedure.

Event description:
A report was received that the patient was recently hospitalized due to infection. The patient underwent an explant procedure.